Event description:
It was reported that the bottom part holding the motor fell off. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4 lbs due to moisture damage force sensor. Drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.